Event description:
The device was used during a tubal ligation procedure. Reportedly, the safety shield did not retract after penetration. The surgeon was able to complete the procedure without any pt injury.